Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the station or server due to an "unable to authenticate" error. The customer reported that it was contacted and confirmed that there was no issue identified on their end. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 1 user was unable to login to the server/station. A technical support specialist dialed into the server to review the error logs and identified an account locked - unable to authenticate error, confirmed that the user¿s account was locked on the server, emailed the user with the findings and requested that they coordinate with hospital information technology team (hit) for account unlock assistance. The customer later confirmed that sufficient time had passed and that they were able to successfully log in. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.